Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had been feeling unwell and stated there was discharge coming from the driveline starting on (B)(6) 2022. The patient was started on oral antibiotics.

Event description:
It was later reported that the infection resolved without sequalae.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was started on oral antibiotics at that time, received 21 days of oral flucloxacillin. The infection was ongoing and the patient was instructed to finish the course of antibiotics.